Event description:
It was reported that the patient's atrial lead was undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was reported that the patient's ventricular lead had high impedance and oversensing. A fracture was suspected. The lead was removed and replaced. The atrial lead was also undersensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the outer insulation was pulled apart (overstress). It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, the lead was stretched, and there was apparent explant damage.